Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had rupture of cannula fixation on the right wing. The cannula was changed without complications.